Manufacturer narrative:
Eval summary: the returned inserter was firmly threaded onto a continuum cluster-hole shell without difficulty. The shell was positioned on a rigid foam block on a table top with the inserter oriented vertically. The inserter was impacted five times with a three pound mallet. The inserter was then unthreaded from the shell without incident. The attempt to reproduce the alleged experience with the returned inserter was unsuccessful, and no problem was found with its intended function. Given the info provided and the analysis performed, a definitive cause for the reported experience of the inserter cold welding to the shell cannot be determined. Eval: the device history records were reviewed and found to be conforming indicating that they were manufactured, inspected, and packaged to specifications. The threads on the cup positioner were dimensionally inspected and found to be within specification. There are impact marks on top of the proximal knob consistent with use. The inserter was manufactured in october of 2010 and has a potential field age of approximately three months. The distal threads were examined and showed a slight flattening of the thread crest in the area on the first and second threads adjacent to the distal end.

Event description:
It is reported that during insertion, the surgeon impacted the shell with a 31b mallet. When he went to release the shell from the impactor, the shell had cold welded to the impactor and could not be removed. The surgeon then had to ream up to implant a larger shell.